Manufacturer narrative:
Serial number: (B)(6). The iab carton was returned open and unused along with provided photos. The shelf carton top cover was observed to have a tear 25.4cm in length. The insertion kit and iab catheter kit were found to be sealed and intact. A functional test of removing the iab from the t-handle was performed and the iab performed within specification. The evaluation of the product and photos provided confirms the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Record ID: (B)(4).

Event description:
It was reported that prior to use of the intra-aortic balloon (iab), the user carton was damaged. There was no patient involvement.

Manufacturer narrative:
Complete initial reporter name - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4). Device not returned.

Event description:
It was reported that prior to use of the intra-aortic balloon (iab), the user carton was damaged. There was no patient involvement.